Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port isp MRI implantable port, one cath-lock and catheter stylet loaded to a groshong catheter, one guidewire loaded into an introducer needle, one cath-lock, one 8.0fr peel-apart sheath and vessel dilator, one vein pick, one syringe, one right-angle non-coring needle, one straight-angle non-coring needle and one guidewire hoop were returned for evaluation. Gross, microscopic visual, dimensional evaluation and functional testing were performed. The investigation is inconclusive for the reported guidewire advancement, physical resistance and difficult to remove issues, as the exact circumstances at the time of the reported event cannot be verified and the sample evaluation results indicating difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. However, the investigation is confirmed for the identified stretched, material protrusion and fracture issues as the guidewire appeared to be uncoiling, distal to the introducer needle hub. Furthermore, a flat core wire was noted to be protruding the uncoiled guidewire area and a complete break was noted on the distal end of the exposed flat core wire. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiration date: (expiry date: 09/2024).

Event description:
It was reported that during a port placement procedure, the guidewire allegedly got stuck in the introducer needle. There was no reported patient injury.